Event description:
Caller was calling on behalf of the pt. Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2013; inratio: 2.5; lab: 4.9. Time between tests was reported as no more than 2 hrs apart. Pt's therapeutic range is 2.5-3.5.

Manufacturer narrative:
Investigation pending.